Event description:
The patient presented to the emergency department with sepsis, acute abdominal pain and hypertension. The patient was intubated and placed on multiple pressors. An oral endotracheal tube (ett) fastener was applied. Six days later the respiratory therapist observed a skin breakdown on the patient's cheek on the outside margin of the skin barrier pads. The wound care nurse was consulted and the ett tube fastener was removed. The wound care nurse assessed a stage 2 and an unstageable pressure ulcer on the left cheek located beneath the area of the skin barrier pad. The wound care nurse recommended that a foam dressing be placed under the ett holder biaterally to assist with prevention of further breakdown. The patient was extubated three days later and the ett fastener was removed. Once the pressure source was removed, the cheek pressure ulcers healed. The patient's unstageable pressure ulcer on the left cheek had no impact on the patient's length of stay or compromise to the patient's overall condition. Root cause: the anchor fast was the appropriate device to use to secure the et tube as it offers ease in the required repositioning every two hours, however there are concerns with the design of the anchor fast. The respiratory therapy staff at this facility has previously submitted design recommendation. They include the following: the light brown colored skin barrier pads do not allow visualization of the skin beneath the pads unless the pads are loosened and removed. (The manufacturer recommends changing the device every 7 days.) It is recommended that the manufacturer use a clear material for the pads to allow visualization of the skin beneath the pads. Also recommended is to place holes in the pad to allow the skin to breathe.======================manufacturer response for oral endotracheal tube fastener, anchorfast (per site reporter).======================recommendations for improvements to the design were given previously to the manufacturer.